Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received. The device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023.

Event description:
It was reported the patient was not able to exit from MRI mode after an MRI. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Correction h6- 3213 - interoperability problem identified. Correction h6-investigation conclusions- 4318 - inadequate software design. The report of ¿unable to exit MRI mode¿ was confirmed based on the as-received state of the ipg being in MRI mode, but was not duplicated during analysis. Analysis of returned, as-received ipg found it was in MRI mode, and once the uep tool was used to exit MRI mode, the device was able to be put into MRI mode and taken out of MRI mode without any issues. Logs did show that the rssi values reached -92dbm, which is very low, suggesting the environment may have been a contributing factor in the cp/pcs not being able to pair with the ipg. The event details state a magnet was used on 5-28-2024 when trying to pair with the device, however the ipg logs do not show that a magnet was used on 5-28-2024.

Manufacturer narrative:
Medwatch number added- mw5158566.

Manufacturer narrative:
A patient unable to disable MRI mode and activate therapy was reported to abbott. Troubleshooting steps did not resolve the issue. The ipg was replaced to reestablish therapy. Based on the information received, the event is consistent with the loss of the bluetooth pairing bond while in MRI mode. As a result of this finding, abbott is performing further investigation.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2024 wherein ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The report of ¿unable to exit MRI mode¿ was confirmed based on the as-received state of the ipg being in MRI mode, but was not duplicated during analysis. Analysis of returned, as-received ipg found it was in MRI mode, and once the uep tool was used to exit MRI mode, the device was able to be put into MRI mode and taken out of MRI mode without any issues. Logs did show that the rssi values reached -92dbm, which is very low, suggesting the environment may have been a contributing factor in the cp/pcs not being able to pair with the ipg. The event details state a magnet was used on 5-28-2024 when trying to pair with the device, however the ipg logs do not show that a magnet was used on 5-28-2024.